Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch surestep enhanced meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged power issue began on (B) (6) 2010. The cca noted that the patient was managing his diabetes with a set dose of insulin (type and amount unk) at the time the alleged issue began. It is not known if the patient made any changes to his diabetes regimen as a result of the alleged issue. The patient claimed that 3 days after the start of the issue, he developed blurred vision. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no known misuse to the subject meter. It was also noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendation. The alleged power issue remained unresolved. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.